Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra meter read inaccurately erratic. The medical affairs specialist (mas) was able to contact the pt to obtain additional info. The pt tests her blood glucose once a day before she goes to bed at night. She manages her diabetes with pills, diet and exercise. Currently, she is taking 500 mg of glucophage three times per day: once in the morning before meals, after meals at noon, and before bedtime. In addition, she takes an unspecified dose of glyburide whenever she feels or obtains high readings. The alleged meter issue occurred for about half a month starting in the previous month, when she noticed the meter read "higher than usual". Sometime during the last week of that month, the pt claimed she obtained blood glucose readings of "233 and 171 mg/dl" with the subject meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Based on the readings, she claimed that she had treated herself with an unspecified dose of glyburide to bring down her blood glucose. On ten days prior to original date sometime in the afternoon, the pt claimed that she had symptoms of "sweats" then tested on the subject meter with results of: "252 mg/dl". As a result of the reading, the pt reported taking glyburide and retested again (at an unspecified time) with a reading of "225 mg/dl". A short while later, she retested after having meal and the result went down to "162 mg/dl". The symptoms of "sweats" reportedly lasted for about half an hour before the pt treated herself with food and felt better. The pt stated that she feels as if she took too much glyburide as a result of the high reading. Her normal readings reportedly range from "125 to 127 mg/dl". At the time of troubleshooting, it was verified tht the correct technique was used. The puncture area was cleaned properly and the meter was set to the correct unit of measurement. The products are being replaced for the pt. This complaint is being reported due to the following conclusions: the pt claimed that her meter was reading inaccurately erratic for about one month and she allegedly became hypoglycemic after taking extra pills based on her "inaccurate high" meter readings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.